Manufacturer narrative:
Manufacturing site reported that the correct manufacturing date for sn (B)(4) is june/2012 and not 7/17/2012 as provided in the initial report. Additional information: a review of the records related to this equipment shows no failure detected. An investigation of the incident included review of the patient system file and patient movement was determined. There was no problem found with the device. The review of the device history record (DHR) for catalys system showed that there were no issues or non-conformities. The system and its components met all specifications prior to release. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. There is no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
Customer reported that patient experienced cornea perforation during treatment with catalys laser system.